Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customers service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.